Manufacturer narrative:
This spontaneous case was reported by a consumer (subsequently medically confirmed) and describes the occurrence of ectopic pregnancy with contraceptive device ('ectopic pregnancy with essure'), ruptured ectopic pregnancy ('rupture ectopic pregnancy') and embedded device ('essure device embedment') in an adult female patient who had essure inserted for female sterilisation. The patient's medical history included ovarian cyst and pelvic pain. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) and ruptured ectopic pregnancy (seriousness criteria medically significant and intervention required) and experienced embedded device (seriousness criteria medically significant and intervention required). The patient was treated with surgery (diagnostic laparoscopy with partial right salpingooophorectomy and uterus and fallopian tube removal). Essure was removed on (B)(6) 2009. At the time of the report, the ectopic pregnancy with contraceptive device, ruptured ectopic pregnancy and embedded device outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered ectopic pregnancy with contraceptive device, embedded device and ruptured ectopic pregnancy to be related to essure. The reporter commented: a single coil was placed easily into each tube with a single trailing coil noted on both sides diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: normal post essure hysterosalpingogram study documented bilateral essure stent tubal occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-aug-2020: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer (subsequently medically confirmed) and describes the occurrence of ectopic pregnancy with contraceptive device ('ectopic pregnancy with essure'), ruptured ectopic pregnancy ('rupture ectopic pregnancy') and embedded device ('essure device embedment') in an adult female patient who had essure inserted for female sterilisation. The patient's medical history included ovarian cyst and pelvic pain. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) and ruptured ectopic pregnancy (seriousness criteria medically significant and intervention required) and experienced embedded device (seriousness criteria medically significant and intervention required). The patient was treated with surgery (diagnostic laparoscopy with partial right salpingooophorectomy and uterus and fallopian tube removal). Essure was removed on (B)(6) 2009. At the time of the report, the ectopic pregnancy with contraceptive device, ruptured ectopic pregnancy and embedded device outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered ectopic pregnancy with contraceptive device, embedded device and ruptured ectopic pregnancy to be related to essure. The reporter commented: a single coil was placed easily into each tube with a single trailing coil noted on both sides. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: normal post essure hysterosalpingogram study documented bilateral essure stent tubal occlusion. Quality-safety evaluation of ptc: unable to confirm complain. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.